Manufacturer narrative:
(B)(4). Batch # t92j98 . Investigation summary: the device was returned with the cable cut off. Additionally, the distal tip of the blade was broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. Due to the condition of the returned device, no mechanical testing could be performed and the reported issues could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It reported that the harmonic scalpel harhd36 created an error whilst in use. Removed instrument from patient and cleaned the blade. Reactivated the device but the error - replace instrument occurred. May have hit a loose staple as the case was a revision from a previous gastric bypass and loose staples were present. There was no delay due to the reported event. Replaced the device with a new one. The procedure was completed successfully.